Event description:
The fe and customer reported a communication error and loss of functionality. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ssd connections were evaluated and reseated. The system was tested and found to be working as intended and put back into service.